Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. (B)(4).

Event description:
This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Without a lot number the device history records review could not be completed. The product evaluation visual inspection revealed the tip that couples with the reamer head has been broken off. The break is spiral in nature and is flush with the flange with the helix on one side and has a point approximately 7.5 mm long on the opposite side. The helix has been significantly worn down. As determined in prior complaints, this complaint is valid due to the wear on the helix of the drive shaft. An internal corrective action has been opened to address this issue.

Event description:
It was reported that during a reaming procedure for bone graft harvesting the drive shaft broke at the reamer head connection. No pieces were reportedly in the patient. Procedure was completed with enough graft for a replacement procedure of non-synthes hardware to synthes hardware.